Event description:
The customer reported 2-3 mls of a cleaner/diluent mixture leaking from the blood sampling valve (bsv) into the drip tray of the dxh800 analyzer. The leak was contained. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer was not dispatched. The customer found the bsv (blood sampling valve ) spring was loose. The customer tightened the screw to the spring resolving the leak. (B)(4). Customer resolved the issue.